Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw melted. The procedure was converted to open leg procedure. No patient complications have been reported by the hospital.

Manufacturer narrative:
Investigation details: it was observed that a portion of the plastic covering the "hot" jaw was missing and it looked as if it had been burnt or broken off. It was also observed that the hemopro power supply, that was returned from the site, was set to the maximum setting of "5". The IFU for this device recommends a setting between 2 and 3 on the power supply dial. The device was tested with the cable and power supply that were returned, and the hemopro was found to be functioning normally. The complaint that the jaw melted is confirmed. The probable root cause for the jaw melting is user technique; the user appeared to be using the device at higher than recommended power supply setting.